Event description:
During laser lead extraction, whisper wire fractured while being used. Multiple attempts were made to snare fractured wire without success. It was determined risk of continued retrieval interventions were higher than leaving portion in body. FDA safety report ID # (B)(4).